Event description:
It is reported that the customer's insulin pump alarmed motor error. Customer stated they were able to rewind and clear the alarm on the insulin pump, but concerned that it might not be working properly. The blood glucose reading was 135mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.